Manufacturer narrative:
(B)(4). Date sent: 12/10/2020. Additional information was requested and the following was obtained: was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? Bleeding obstructed the view of staple line to get a true indication. Appeared as if staple line was missing staples due to the fact surgeon had to place weck clips. How was the bleeding controlled? Packing, pressure, weck clips. How much blood was lost (ml)? This patient information was not shared with me. Did the patient require a transfusion? Not to my knowledge. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) This information was not shared with me.

Manufacturer narrative:
(B)(4). Date sent: 12/10/2020. D4: batch # u5dc5n. H6: component code g07. Investigation summary: the analysis found that one pve35a device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Although there is no direct evidence of use error, the instructions for use do contain the following caution: for the malformed staple and hemostasis controllable, tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that a problem was experienced with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformance's were identified. Attempts are being made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response

Event description:
It was reported that during a donor lap nephrectomy, stapler misfired. The staple line wasn't adequately sealed. Patient bled and, doctor used a weck clip to seal off vessel. Case was completed and there was no patient consequence.